Event description:
It was reported that during a revision of a band to a bypass procedure, the trocars were leaking while using 5mm grasper dissector. They continued to use the trocars to complete the procedure. However two insufflators had to be used to maintain the pressure. The surgeon noted that the larger the patient; leaking is worse and they have more difficulty maintaining pneumo. It was noted that this patient was very large. All three trocars were discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The manufacturing records were reviewed and no anomalies were found.